Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the penumbra coil 400 (pc400 coil) pusher assembly; the pusher assembly was kinked in multiple locations along the shaft; the pc400 coil was intact with the the distal detachment tip (ddt). Conclusion: evaluation of the returned devices revealed that the first pc400 coil's pet lock was broken and the coil was still intact with the pusher assembly. The broken pet lock likely occurred due to an attempt to detach the coil. The pc400 coil was placed on the table and the returned penumbra detachment handle (dh1) was used by the penumbra investigator to detach the coil. Therefore, the pc400 coil was functional. The cause of the inability to detach the coil could have been due to tortuous anatomy. Evaluation of the second pc400 coil revealed that the pet lock was intact. There were multiple kinks along the pusher assembly and the coil was still intact with the pusher assembly. The kinks in the pusher assembly may have occurred during packaging the device for return. A broken pet lock indicates a pulling force was applied to the pull wire, likely in an attempt to detach the coil the pet lock was not broken, and the root cause of this complaint cannot be determined. Evaluation of the returned dh1 revealed it was functional. The dh1 was tested and actuated correctly for throw distance and pull force. Evaluation of the returned px slim revealed that the distal shaft was ovalized. However, the px slim was not mentioned in the complaint. Therefore, it is unknown if the px slim contributed to the detachment issue. Pc400 coils are 100% functionally tested and visually inspected for damage during in-process inspection. Px slims are 100% visually inspected during in-process inspection. The dh1s are 100% functionally tested and visually evaluated during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. Please note that this report is associated with the following MFR report numbers: 3005168196-2015-00952, 3005168196-2015-00960.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils (pc400 coils). During the procedure, the physician encountered difficulty detaching a pc400 coil into the aneurysm, but it did eventually detach. However, two new pc400 coils failed to detach and were successfully removed. The procedure continued using another manufacturer's coils. There was no report of an adverse effect to the patient.